Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case, following a successful suretrak calibration, the surgeon experienced intermittent tracking for the orange tracker. The surgeon assured that the camera was not seeing any other instruments. The surgeon noted that the sphere post on the tracker may have been slightly damaged. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.